Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button damaged) has been confirmed. Upon investigation, the front response button was damaged. The button's metal switch was missing. The root cause for the damaged switch could not be positively identified but was likely excessive force. No adverse event resulted from the defective response button. The patient received a replacement monitor.

Event description:
The home healthcare nurse of a (B)(6) male patient called zoll customer support to report that the response buttons were damaged on the patient's monitor. The patient was issued a replacement monitor.